Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2009, patient underwent following procedure: exploration of lumbar fusion, removal of hardware. Pre-op: painful back, retained lumbar hardware, question fusion healing l4-5; and post-op diagnosis: solid fusion healing l4-5. As perop notes: " bone graft that was harvested from the spine was grounded up and cleansed, added to bone graft, rolled inside rhbmp-2 sponges, and laid over the decorticated l4 and l5 transverse process.. No complications were reported." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.